Manufacturer narrative:
The device was returned to olympus for inspection, and the reported failure was not confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: damaged fiber bonding in the outer tube area of the distal end, error 218, error b32, and no image displayed. Based on the results of the investigation, a probable root cause for the customer allegation could not be identified. Regarding the investigation findings, error 218 and error b32 occurred, and no image was displayed due to a broken video cable. As for the damage to the fiber bonding in the outer tube area of the distal end, a cause could not be established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported that the endoeye was no longer able to capture photos during an inspection for use involving an olympus gynecologic laparoscope. There was no patient involvement reported.